Manufacturer narrative:
The customer did not return product for investigation testing. Testing was performed with retention anti-d (monclonal blend) lot dmb59-3, using red cells of various rh phenotypes, including weak d cells. The expected reactivity was observed in all testing. The customer submitted sample for investigation testing. Testing was performed on the sample using a variety of manufacturers' anti-d reagents, including gamma-clone anti-d (monoclonal blend), lot dmb59-3 and anti-d (monoclonal blend) series 4, lot 504684. The sample was nonreactive with all anti-d reagents tested at all phases of testing. The event is most likely related to the nature of the sample. The specific performance section of the gamma-clone anti-d (monoclonal blend) package insert states: "red blood cells of the crawford phenotype are agglutinated at the immediate-spin test phase and are usually nonreactive at the weak d phase."

Event description:
Customer reported they are seeing unexpected 2-3+ reactivity at the immediate spin phase of testing with gamma-clone anti-d (monoclonal blend), lot dbm59-3 when testing a previously typed rh negative patient. Weak d testing was negative. The sample was sent to another facility and testing was performed with immucor anti-d (monoclonal blend) series 4; results were negative, including weak d negative. Based on the initial results, the patient was transferred with two units of rh positive red blood cells.